Event description:
It was reported that a malfunction alarm occurred. The customer experienced a high blood glucose (bg) level. Bg value not provided. A correction bolus was delivered to address bg level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.